Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl. Reportedly, the customer delivered a manual injection while the pump was continuing to deliver insulin as expected. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.